Event description:
It was reported that prior to use with bd posiflush¿ bd posiflush¿ pre-filled saline syringe "dried liquid" foreign matter was discovered on cap and luer lock. The following information was provided by the initial reporter: sterile flush 10ml from bd lot 3047935 in its sealed package, visible brown dried liquid on the cap and top of leur lock. Clearly not appropriate to inject into a blood stream.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 306546 and lot number 3047935. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report #0505160000-2023-8008. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd posiflush¿ bd posiflush¿ pre-filled saline syringe "dried liquid" foreign matter was discovered on cap and luer lock. The following information was provided by the initial reporter: sterile flush 10ml from bd lot 3047935 in its sealed package, visible brown dried liquid on the cap and top of leur lock. Clearly not appropriate to inject into a blood stream.